Event description:
It's been reported that the loops on the rings appear wider than normal and are catching on the opposite side loop, which prevents the ring from opening properly. This has required manual removal during use.